Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being implanted worn / foreign material on the head and signs of being implanted worn / discolored for the liner. The head was submitted for further analysis. Analysis determined this taper was assigned a modified goldberg score of 3. A score of 3 corresponds to fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris review of complaint history identified additional similar complaints for the liner and stem and no additional complaints for the reported part and lot combinations. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported patient had initial right total hip arthroplasty. The patient was doing well until three years after the procedure, he began experiencing pain and swelling in the joint. An excisional biopsy of cystic scar tissue was performed. The symptoms continued and a closed reduction due to dislocation occurred 2 years later. A post-reduction workup revealed elevated metal ions and pseudotumor. The patient was revised 1 year later during which significant trunnionosis, scar tissue, tissue damage, and impingement were noted. The head and liner were replaced without complication. No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with medical records provided. The biopsy notes demonstrated that the patient had biopsy due to pain and swelling. Scar tissue was removed. Cystic structure identified. Office notes demonstrated that the patient had closed reduction due to dislocation. Lab notes confirmed elevated metal ion levels. MRI identified effusion and synovitis. Revision op notes demonstrated that the patient was revised due to pain, dislocation, elevated metal ion levels. During the revision, large amount of gray fluid encountered. Trunnion visualized and black stained but intact, femur well fixed without osteolysis. Severe loss of abductors, significant amounts of pseudotumor causing impingement. Residual scar tissue causing impingement around the acetabulum removed, locking ring intact and working, osteophytes removed. Head and liner replaced, shell and stem remained intact. Lab notes confirmed metallosis. DHR was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause of previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 6 years post implantation due to pain, swelling, elevated ion metals, and trunnionosis. Legal council noted that the surgeon found tissue notable for significant grey appearance with fronds and severe loss of abductors, the posterior half of the greater trochanter was completely bare, there were significant amounts of pseudotumor encapsulating the joint and extending along the lateral aspect of the proximal femur, and the trunnion was stained black. No operative notes were provided. No further event information available at the time of this report.